Event description:
Reporter indicated that system diagnostic testing resulted in a high lead impedance reading, indicating a possible lead break. The patient underwent revision surgery, in which the lead was replaced. The generator was replaced prophylactically. Lead discontinuity is the suspected cause of the high impedance event. No serious injury was reported in conjunction with the high impedance.

Manufacturer narrative:
X-rays were reviewed. Review of x-rays did not reveal any obvious discontinuities in the ncp system. Device failure is suspected but did not cause or contribute to a death or serious injury.